Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were medium to large air bubbles in the tubing at every cartridge change. The user's blood glucose (bg) level was 399 mg/dl. The user addressed bg level via the pump. The user primed the tubing to remove air bubbles.